Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was failed. A technical support specialist (tss) remoted into the device, found the printer named brother hl-l6400w was installed, deleted over 1400 documents, uninstalled the printer, and rebooted the station. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer continuously printed screenshots from the station, and the issue occurred specifically for one nurse and one patient, causing delays in printing medication load reports despite temporary workaround. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.